Event description:
Bard adjustable sling brd 700s1, lot# cvtcx025, comes packaged with one arm attached to insertion hand piece. Broke on passage of left arm of the sling, a lot of resistance was met when trying to pass the left arm. The trocar was removed; noted to be broken. A second attempt was made with a new trocar, resistance felt, trocar removed, this was broken as well. All parts were retrieved from both trocars.both trocars were from the same lot. No undo pressure used. Another product was used with good results. Patient had previous birch procedure, most likely resulting in scar tissue.